Event description:
It was reported that the patient received multiple inappropriate shocks following three appropriate shocks from the device. The shocks were reported to be device appropriate; however, not appropriate for the patient's rhythm due to the device being unable to discriminate after the first shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).